Event description:
The customer reported via phone call being hospitalized due to a blockage in her legs in connection with her diabetes. She advised that the issue had not been related to her insulin pump. The customer's blood glucose was 161 mg/dl. She stated that she was trying to do a manual bolus and requested assistance with programming the bolus. She stated that she tried to enter her blood glucose to get a bolus correction, but when she pressed the b button, she did not observe the 3 blank lines on the display. She was advised that she had set up her bolus wizard properly and did not need to enter any further settings. She was advised that the scroll rate was the reason why the numbers appeared as 3 places past the decimal instead of the 2 she was familiar with. She stated that she wanted to leave the settings as is and would consult her doctor if she wished to change them later.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.